Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event, "on 04/17/2024, it was reported by a sales representative via sems-06542007 that an ar-8330h shaver hp has a damaged cord. Issue was discovered during the procedure. Another device was swapped, and the procedure was completed with no adverse effects to the patient." And attributed it to use error.

Event description:
On 04/17/2024, it was reported by a sales representative via sems-06542007 that an ar-8330h shaver hp has a damaged cord. Issue was discovered during the procedure. Another device was swapped, and the procedure was completed with no adverse effects to the patient.